Event description:
It was reported the pt experienced a fall on the ipg implant site and pt presented to physician with ipg site swollen with the header beginning to protrude through the skin. The pt underwent surgical intervention to explant the device. The pt was put on oral antibiotics for infection prophylaxis. No further complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.